Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis investigations could not replicate/confirm, the customer reported complaint jaw would not open properly. The large hem-o-lok clip applier instrument was visually inspected. And no physical damage was noted in the clip grips. The instrument was installed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additionally, the instrument failed the clip test. The grips were able to hold the clip. However, the clip would not seat properly within the grips. It was very loose which resulted, in the clip not being able to be applied. The grips did not exhibit any signs of physical damage.

Event description:
It was reported, that during a da vinci-assisted gastrectomy surgical procedure.the jaw of the clip applier instrument was stuck, and would not open properly before placing the clip. When the clip was placed, there was a hemorrhage on both sides of the vessel. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: at the start of the operation, where the jaws of the large hem-o-lok clip applier instrument could not easily rotate, and the jaw opened heavily before the clip was placed in the jaw. The issue was identified while the instrument was not installed. And while the surgical staff was attempting to place a clip on the instrument. The customer replaced the clip and continued the procedure using the same instrument. Additionally, after the issue occurred, the surgeon was able to place a clip on an artery. After doing so, bleeding was observed from the vessel. However, the amount of blood loss was described as almost zero ml. Although, the bleeding was initially described as hemorrhage. It was confirmed, that the clip was closed. No blood transfusions were administered. In addition, it was reported, that there was no harm to the patient. There was a second clip placed during the procedure with no reported issues. The patient did not experience any post-operative complications following the surgical procedure. And was reported to be doing well.